Event description:
Device 1 of 6. Reference MFR reports: 1627487-2010-04082, 1627487-2010-04083, 1627487-2010-04084, 1627487-2010-04085 and 1627487-2010-04086. The pt received her scs system, including four percutaneous leads (from three separate lots), a dual extension and an ipg, on (B)(6) 2010. It was reported the scs system was explanted and not replaced as pt asserted she was experiencing an allergic reaction to the products. Through a physical exam, the physician was unable to confirm the pt's allegations of pocket swelling and pain. The explanted ipg was returned to the MFR for analysis. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Eval: device not evaluated: the alleged event cannot be determined through lab testing. The product was decontaminated and archived. Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.